Manufacturer narrative:
Patient information is unknown. This report is for an unknown cancellous screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 the patient was presented with a left tibia and fibula fracture. The surgeon placed one lcp one-third tubular plate in the patient with seven (7) cortical screws and one partially threaded cancellous screw. She also inserted an 8 mm ti cannulated tibial nail with two (2) locking screws (one distal and one proximal). In (B)(6) 2018, the patient presented a non-union of the left tibia and fibula. On (B)(6) 2018 the surgeon removed the lcp one-third tubular plate and the proximal locking screw to promote healing. The surgery was completed with no delays and there was not harm to the patient. This report is for an unknown cancellous screws. This is report 2 of 5 for (B)(4).